Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. Based on the conducted examinations, no material defects, nor production defects, or impermissible contaminations could be determined. The implant corresponds to the internal guidelines. The cause of the damage is an overload fracture by excessive stress.

Event description:
It was reported that the cage had broken off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that two pliviopore cages broke during the implantation under rotation within the inter-vertebral disc space. One of the cages (left side) could completely be removed. The other cage (right side) could partially be removed, but the other part of right side of the cage was stuck and left in situ. The procedure was completed. One breakage fragment of the questioned pliviopore cage was returned for examination. The patient was being treated for spinal channel stenosis and spondylolisthesis lwk 3/4 meyerding grade ii as well as slipped intervertebral disc lwk 4/5 left intraforaminal.